Manufacturer narrative:
Correction: it was incorrectly reported that programming changes were made in the initial MFR 2017865-2020-21666. Programming changes were made later and was correctly reported in MFR 2017865-2020-21666 follow-up 1.

Event description:
New information states that the correct programming changes were applied and there were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's implantable cardioverter defibrillator (ICD) was exhibiting post-paced t-wave over-sensing. Programming changes were made. There were no patient consequences.